Manufacturer narrative:
(B)(6). Date of event is estimated. The unique device identifier (UDI #) is unknown because the lot and part number were not provided the allegation is against one of three leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: scs, model: mn20450-50a, batch: ab2445.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention took place wherein the system was explanted.

Manufacturer narrative:
It was reported to abbott that the patient had system revision due to ineffective therapy. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.